Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and the device has voltage. A pairing test was performed and passed pairing with the nordic bluetooth device. A bin file review was performed and passed all relevant testing. No share log data was available for review. The reported event of a transmitter failed error was not confirmed. The probable cause cannot be determined. No additional patient or event information is available.